Event description:
During my hemilaminectomy, discectomy, microscope a small pledget of surgicel was left in the epidural space. The wound was closed. According to: ethion a part of johnson & johnson family: surgicel insert warns of the contraindications and adverse side affects of surgicel left in suit. See below information that is provided and that is readily available to all. "Paralysis and nerve damage have been reported when other surgicel products were used around, in, or in proximity to foramina in bone, areas of bony confine, the spinal cord, and/or the optic nerve and chiasm. While most of these reports have been in connection with laminectomy, reports of paralysis have also been received in connection with other procedures." Warnings and precautions). Foreign body reactions have been reported with other products from the surgicel family of absorbable hemostat." "With other surgicel products there have been reports that in procedures such as lobectomy, laminectomy, and repair of a frontal skull fracture and lacerated lobe, when the product was left in the patient after closure it migrated from the site of application into foramina in bone around the spinal cord, resulting in paralysis and, in one case, the product migrated into the left orbit of the eye, causing blindness. While these reports cannot be confirmed to be related to surgicel products, special care must be taken by physicians, regardless of the type of surgical procedure. Consider removing surgicel powder in these applications (procedures) after hemostasis is achieved. I was not informed prior to surgery of this being used, was not educated on warnings and precautions, and did not give consent for use. Not all post surgical diagnosis: postlaminectomy syndrome, lumbosacral, radiculopathy, enthesopathy, lumbar spine/sacroiliitis. Chronic low back pain. Lateral femoral cutaneous neuropathy, arachnoiditis, neurogenic bladder, bilateral s1 radiculopathy, gait deviation due to combination of above epidural fibrosis. Surgicel left in epidural space. Enhancing tissue present along thecal sac. MRI: l5-s1: findings of interval right laminotomy with interval resection of large disc broad-based disc protrusion, epicenter posterolaterally, on the right. There is some enhancing tissue present along the ventral aspect of the thecal sac compatible with granulation tissue/scar tissue. Mild residual discbulge without apparent recurrent significant protrusion or extrusion. Minimal effacement of ventral thecal sac, descending s1 nerve roots, and exiting l5 nerve roots appear unaffected. No central or foraminal stenosis identified. Contraindications: do not inject or place surgicel powder into an open blood vessel. Should not be used to control hemorrhage from large arteries. When surgicel powder is used to help achieve hemostasis in, around, or in proximity to foramina in bone, areas of bony confine, the spinal cord, or the optic nerve and chiasm, it must always removed after hemostasis is achieved since it will swell and could exert unwanted pressure. Surgicel powder should not be used for implantation in bone defects, such as fractures, since there is a possibility of interference with callus formation and a theoretical chance of cyst formation. Warnings: closing with surgicel powder in a contaminated wound without drainage may lead to complications and should be avoided. Surgicel powder should not be impregnated with anti-infective agents or with other materials such as buffering or hemostatic substances. Surgicel powder is dry and there may be difficulties in precise delivery under certain circumstances. Unintentional device placement may result in powder scattering and device migration that may increase the risk of adhesion formation. FDA safety report ID# (B)(4).